Manufacturer narrative:
(B)(4). Medical product: biomet spinalpak assembly catalog #: 1067716 serial #: (B)(4). Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00027 and 0002242816-2018-00028.

Event description:
It was reported by the patient, he was getting severe burns on his back where the electrodes were placed. He stated the burns are very severe and painful. He experienced the issue with all three (3) types of electrodes (lt-4500, 72r and 63b), he was using them 24 hours a day. He stopped using the electrodes and saw his doctor, who prescribed a cream. The patient healed and started using the 72r electrodes and after fifteen (15) hours he did not have a reaction. He is going to try the 63b electrodes conducting a time test increasing usage by one hour each day. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complaint conveying proper surgical technique and use of the device. The following sections were updated: weight, date received by manufacturer, type of report, type of report, device evaluated by manufacturer, method code updated to 4114-device not returned, method code updated to 3221- no findings available, method code updated to 4315- cause not established. The following sections were corrected. Labeled for single use.

Event description:
It was reported by the patient he was getting severe burns on his back where the electrodes were placed. He stated the burns are very severe and painful. He experienced the issue with all three (3) types of electrodes (lt-4500, 72r and 63b), he was using them 24 hours a day. He stopped using the electrodes and saw his doctor, who prescribed a cream. The patient healed and started using the 72r electrodes and after fifteen (15) hours he did not have a reaction. He is going to try the 63b electrodes conducting a time test increasing usage by one hour each day. No additional patient consequences were reported.